Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited high out of range shock impedance measurements of 177 ohms consistently. Review of the data stored on the remote home monitoring site found that it has been consistently high for the last year. Threshold and pace impedance measurements were noted to be fine. Boston scientific technical services (ts) was consulted and recommended delivering an rwave synch shock to check lead impedance. The field representative stated the cause of the high shock impedance was not determined. The patient declined the recommendation and did not wish for one to be performed. The ICD and rv lead remain in service and no adverse patient effects were reported.

Event description:
Additional information was received that the shock impedance for the implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead continued to be high and was now at greater than 200 ohms when measured coil to coil. An rv coil issue was suspected. Subsequently a revision procedure was performed where the rv lead was surgically abandoned and the ICD was explanted. A new device and lead were successfully implanted and no additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.patient code 3191 captures the reportable event of surgery.